Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received motor error alarm. Customer¿s blood glucose level was unknown. Customer stated that the cracks or scratches and random no delivery alarms and motor sounds or grinding was quiet and can sometimes be slow light and contrast was fine insulin squirt. Customer stated that the belt clip was broken. Troubleshooting was declined. The device will not be returned for analysis.